Manufacturer narrative:
Two of the needles used were returned for investigation. Manufacturing records were reviewed and no discrepancies were noted. The needles underwent visual inspection, production acceptance testing, and simulated use testing using argon gas. The needles passed all investigative testing. In addition, procedure dicom images underwent medical review by a skilled physician and no procedural explanation is evident. The root cause of this event could not be determined. This is the first event of this nature; galil medical will continue to monitor complaints for any similar issues.

Event description:
The following event was reported after a renal cryoablation procedure. Under CT image monitoring, the physician placed 3 needles (iceseed 90 deg.) Percutaneously in parallel through the back muscle to renal tumor (size 1.5cm) . In the first freezing he noticed an abnormal change in the CT image which he suspected as ice in the back muscle where the needles passed through to the kidney. A passive thaw was conducted and a second freeze cycle performed and the procedure was completed. The size of the area which shows the abnormal change in the muscle was 29mm x 25mm. Three days after the procedure, contrast enhanced CT was performed and the abnormal area showed no enhancement, which means no blood flow into the area. The patient had slight "numbness" in his/her back which seemed the same as is typically seen after a procedure. The patient was discharged after typical admission and will be followed as an outpatient. This event was reported to the (B)(6) pharmaceuticals and medical device agency by galil's mah as a non-serious event.

Event description:
The following event was reported after a renal cryoablation procedure. Under CT image monitoring, the physician placed 3 needles (iceseed 90 deg.) Percutaneously in parallel through the back muscle to renal tumor (size 1.5cm). In the first freezing he noticed an abnormal change in the CT image which he suspected as ice in the back muscle where the needles passed through to the kidney. A passive thaw was conducted and a second freeze cycle performed and the procedure was completed. The size of the area which shows the abnormal change in the muscle was 29mm x 25mm. Three days after the procedure, contrast enhanced CT was performed and the abnormal area showed no enhancement, which means no blood flow into the area. The patient had slight "numbness" in his/her back which seemed the same as is typically seen after a procedure. The patient was discharged after typical admission and will be followed as an outpatient. This event was reported to the (B)(6) by galil's mah as a non-serious event.